Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient came to outpatient clinic complaining of a two (2) week history of diarrhea. A stool sample was cultured and grew c.diff. The patient was placed on a 10 day course of antibiotics. The pump remained implanted and was not returned to the manufacturer for evaluation. Infection is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The device remains implanted.

Event description:
It was reported from the united states on (B)(6) 2014 that this female patient was seen in the outpatient clinic for a routine follow-up appointment. During the visit, the patient reported that she has had diarrhea for the past two (2) weeks. On (B)(6) 2014 the stool specimen returned positive for clostridium difficile (c-diff) and she was issued a ten-day course of antibiotics. A follow-up phone call was made on (B)(6) 2014 and she reported that the diarrhea has improved. The patient completed the antibiotics on (B)(6) 2014. Patient was afebrile throughout this event and white blood count (wbc) were within reference range. The pump remained implanted and was not returned to the manufacturer for evaluation.